Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2013 and advantage transvaginal mid-urethral sling system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent sling revision, pudendal nerve block and cystoscopy on (B)(6) 2013 due to chronic pelvic pain, levator spasm, and mechanical complication of implanted device. It was reported that patient underwent laparoscopic lysis of adhesions (enterolysis), laparoscopic colpopexy (abdominal sacral colpopexy using caldera vertessa mesh) on (B)(6) 2015 due to post-hysterectomy vaginal vault prolapse, cystocele, sui and hypermobile urethra. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced infection, urinary problems, recurrence, and vaginal scarring.

Manufacturer narrative:
Date sent to FDA: 06/10/2016.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2012 due to pelvic pain and mechanical complications of implanted device. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bilateral paravaginal repair, bilateral colpopexy and anterior colporrhaphy, cystoscopy due to vaginal prolapse. It was reported that patient had a boston scientific advantage sling and cystoscopy on (B)(6) 2013 by due to sui and hypermobile urethra. No additional information was provided.